Event description:
It was reported that the pt was admitted to the hospital and was in and out of wakefulness. The physician wanted to turn off the implantable neurostimulator in order to rule out the device as being related to the pt's condition. No info was provided related to the pt's outcome. Additional info was requested but not available as of the date of this report. A follow-up will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).